Manufacturer narrative:
The teal has ul electrical safety approval, and the risk of injury to a patient is remote. This issue was found during the review of internal service records. This issue was not confirmed until november 19, 2007. Voluntary medical device recall report was filed. It has been classified as a class 2 recall. Pms issued mandatory field change order to correct this issue. The root cause of the issue is a component failure on the vended device.

Event description:
The user reported: power conditioner smoking/system is down: customer states they have shutdown power to power conditioner.